Manufacturer narrative:
An autopsy was not performed and the pump will not be returned for analysis. The replaced apical sewing ring and the inflow conduit were inadvertently misplaced before being returned for analysis. A specific cause and a correlation between the device and the reported events leading up to the patient's outcome could not be determined. The cause of the patient's expiration was stated as multisystem organ failure secondary to end stage cardiomyopathy. It was further clarified that there was minimal bleeding intraoperatively and the postoperative bleeding from the site of the innominate vein had contributed to the patient's death. The cardiologist stated that he had tested the replaced inflow conduit in the operating room by occluding the inlet extension and filling the inflow conduit with water. The inflow conduit reportedly looked normal and no leaks were observed. The pump reportedly operated as expected with stable parameters during the postoperative period. The instructions for use lists right heart failure and renal failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information was received from the cardiac surgeon and the cardiologist monitoring the echocardiography during the implant procedure: the patient underwent a coronary artery bypass graft (CABG) procedure on (B)(6) 2016. Post-operatively, there was difficulty weaning the patient from cardiopulmonary artery bypass and a temporary, percutaneous ventricular assist device was placed. The patient was diagnosed with postcardiotomy cardiogenic shock and required percutaneous ventricular support. One week post CABG, on (B)(6) 2016, the patient was taken to the or for implantation of the left ventricular assist device (lvad). The cardiovascular surgeon reported that the patient was a difficult surgical candidate due to the fact that the lvad implant was the third surgical entry into the patient's chest. The patient's left ventricular tissue was not friable (contrary to the initial information received), and suturing the apical sewing ring to the left ventricle was not dissimilar from lvad procedures he had performed in the past. It was reported that each time cardiopulmonary bypass was discontinued air would enter the left ventricle. The cardiologist reported that when lvad support was first initiated, he noted via transesophageal echocardiogram (tee) that air was observed in the aortic root; however, air was not observed in the left ventricle. It was determined via tee visualization that the air was not entering via the aortic anastomosis site. When the lvad was turned off, air was observed entering the left ventricle via retrograde flow. This was the first time that air was noted in the left ventricle. Both physicians reported that the patient's chest was then filled with normal saline and the patient was placed in the trendelenburg position. The normal saline was slowly drained from the chest in an attempt to determine the location of air entrainment. Per tee, each time the flexible silicone sleeve section of the inflow conduit was no longer submerged, air entrainment into the left ventricle was observed; the apical sewing ring with silastic sleeve, and inlet extension of the inflow conduit were all still submerged and were not the source of air entrainment. The surgeon stated that the exact location of air entrainment was indeterminable. Pledgeted sutures were applied to the left ventricle, and umbilical tape was tied around the circumference of the apical sewing ring silastic sleeve and the inflow conduit's inlet extension. Air continued to entrain into the left ventricle and a decision was made to replace the inflow conduit and the apical sewing ring. Air was no longer observed in the left ventricle after the inflow conduit and apical sewing ring were replaced. Lvad support was then initiated without issue and the lvad was operating as expected. The patient had been on and off cardiopulmonary bypass multiple times. The patient received one unit of packed red blood cells during the case; bleeding was not an intraoperative issue. The surgeon stated that the patient left the operating room with good hemodynamics and stable lvad parameters. There was not thought to be any residual effect from the initial issues with air entrainment that would affect the patient's outcome. The patient was hemodynamically stable for the first post-operative hour. The surgeon stated that the patient had poor kidney function pre-operatively, and post-operatively was acidotic, required vasopressors, and had abnormal kidney function. The patient required dialysis and an intensivist placed a quinton dialysis catheter via the internal jugular vein. Shortly after, the patient began bleeding and decompensated. A sternotomy was performed to identify and control the bleeding. It was found that the dialysis catheter had punctured the innominate vein. The patient required blood products due to the innominate vein puncture. The patient expired that day. The surgeon stated that the bleeding from the innominate vein site contributed to the patient's death. There was no surgical site bleeding.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was very ill prior to implant, and during surgery it was reported that the patient¿s left ventricular tissue was very friable. When lvad support was initiated, constant low flow alarms were produced by the lvad system. Transesophageal echocardiogram revealed air entering through the lvad inflow cannula that was placed into the left ventricle. Umbilical tape was added around the apical sewing ring to create a tighter seal between the sewing ring and the inflow cannula. Bio-glue was also used to stop air entrainment around the apical suture sites. It was reported that the air entrainment did not resolve with either of these treatments. The apical sewing ring and inflow cannula were replaced, using multiple pledgets and sutures to stop bleeding. The new cannula and sewing ring did not allow for air entrainment into the heart, and the chest was closed. The decision was made to place a quinton catheter postoperatively to facilitate dialysis. While the catheter was being placed in the intensive care unit, the patient exsanguinated and expired.